Manufacturer narrative:
An event of device migration, right after the implant release was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Per the physician, the device embolization was due to poor imaging quality. Abbott requested. Although requested, information regarding the imaging of the procedure and procedural notes were not provided. The cause of the reported migration could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the migrated device was removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 34mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath. The patient had a windsock-shaped left atrial appendage (laa) morphology, characterized by distal narrowing. The landing zone was measured under the following views: 27mm at 0 degrees, 27mm at 45 degrees, and 28mm at 90 degrees. Echocardiogram and angiography were used during the procedure. The patient's left atrial pressure was 7mmhg. During the procedure the occluder was re-sheathed twice. The final placement was proximal and close criteria were met, however there was some concern about the proximal position and underfilling of the patient. The occluder had barrel-shaped compression. The lobe of the occluder was positioned approximately 2-3mm behind the circumflex artery (cx). Upon release of the occluder, the occluder embolized to the mitral valve and caused a partial blockage. The patient was transferred to cardiac surgery for explant of the occluder. The patient status was stable. Per the physician, the device embolization was due to poor imaging quality.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 34mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath. The patient had a windsock-shaped left atrial appendage (laa) morphology, characterized by distal narrowing. The landing zone was measured under the following views: 27mm at 0 degrees, 27mm at 45 degrees, and 28mm at 90 degrees. Echocardiogram and angiography were used during the procedure. The patient's left atrial pressure was 7mmhg. During the procedure the occluder was re-sheathed twice. The final placement was proximal and close criteria were met, however there was some concern about the proximal position and underfilling of the patient. The occluder had barrel-shaped compression. The lobe of the occluder was positioned approximately 2-3mm behind the circumflex artery (cx). Upon release of the occluder, the occluder embolized to the mitral valve and caused a partial blockage. The patient was transferred to cardiac surgery for explant of the occluder. The patient status was stable. Per the physician, the device embolization was due to poor imaging quality.